Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. The replacement procedure was successfully completed where a new rv lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.